Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after open heart surgery, the right atrial lead exhibited high capture thresholds. On (B)(6) 2018, the lead was capped and replaced. Patient was stable.